Event description:
On (B)(6) 2012 the patient contacted animas via e-mail alleging that the audio bolus button is intermittently unresponsive and that the rubber covering over the button has started to crack. Customer support attempted to contact the patient for additional information and troubleshooting without success. There is no reported patient impact associated with this complaint. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because it is unknown the button cover damage occurred prior to the alleged responsiveness issue or not.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn near the up arrow key, and the bolus button cover has a hole in it. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the bolus button is unresponsive. All other keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under all key contacts. The bolus button plug was found to be misaligned.